Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, 3 months after implant placement. Bone quality was type I. The oral hygiene around implant site was good. No significant findings were observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has recovered.